Manufacturer narrative:
Model number: 720185-01, serial number: (null), lot number: 915494010, model description: reservoir flat iz 100 ml, manufacture date: 01/12/2015, expiration date: 12/22/2016, implant date: (B)(6) 2015, explant date: (null). Date of event is a system-required field and is unknown for the current complaint.

Event description:
It was reported the patient experienced fluid loss and inflation issues with an implantable penile prosthesis (ipp). The patient experienced proper function of the device for a period of time and then noticed the cylinders failed to inflate. Fluid loss from the system was visualized by ultrasound, noting that the initial volume was 20 ml and 9.0 ml after pumping, 30-40% of the initial. The physician noted that during activation, the patient's erection did not exceed 50% of normal function. The device remains implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported the patient experienced fluid loss and inflation issues with an implantable penile prosthesis (ipp). The patient experienced normal function of the device for a period of time and then noticed the cylinders failed to inflate. Fluid loss from the system was visualized by ultrasound, noting that the initial volume was 20 ml and 9.0 ml after pumping, 30-40% of the initial. The physician noted that during activation, the patient's erection did not exceed 50% of normal function. The device remains implanted. Additional information was reported the patient's ipp was removed and replaced due to fluid loss. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. The complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint so an overall investigation conclusion code of no problem detected was chosen. No allegation(s) were reported. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA, or scar is required.

Manufacturer narrative:
Additional component information model number: 720185-01; serial number: (null); lot number: 915494010; model description: reservoir flat iz 100 ml; manufacture date: 01/12/2015; expiration date: 12/22/2016; implant date: (B)(6) 2015 explant date: (null).